Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed and no trends were identified that would indicate any product related issues.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as "feeling bad", clamminess, confusion, and being unable to breathe well. Customer self-presented to an emergency room on (B)(6) 2019, where a healthcare professional diagnosed with hyperglycemia and administered insulin (dose/type unknown). Customer reported a sensor scan result of 80 mg/dl compared to a reading of 150 mg/dl obtained on the hcp meter, but the time that these readings were obtained is unknown. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as "feeling bad", clamminess, confusion, and being unable to breathe well. Customer self-presented to an emergency room on (B)(6) 2019, where a healthcare professional diagnosed with hyperglycemia and administered insulin (dose/type unknown). Customer reported a sensor scan result of 80 mg/dl compared to a reading of 150 mg/dl obtained on the hcp meter, but the time that these readings were obtained is unknown. No further treatment was required. There was no report of death or permanent injury associated with this event.